Event description:
Customer states the joystick will not move the chair all the time sometimes it does not respond at all, customer alleges he will turn the speed to rabbit setting and the chair will still move slow during the times that it does work. No injury is alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m94, serial number/date code (B)(4) is approximately ten month old. The owner's manual part number 1122145 rev. I (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.